Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ normal saline syringe there was an issue with 10 plungers that would not push more than halfway.

Manufacturer narrative:
Investigation summary: four samples were received for evaluation. The break out force the sustaining force were measured: 1. 31.35n ¿ 17.80n. 2. 26.05n ¿ 16.30n. 3. 21.85n ¿ 16.00n. 4. 17.10n ¿ 9.65n. Sustaining force specification is<20n. Break out force specification is<40n. Readings are within specification therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. DHR: there was no documentation of issues for the complaint of batch 8046825 during this production run. Conclusion(s): couldn¿t be determined, sample received is within specification.

Event description:
It was reported with the use of the bd posiflush¿ normal saline syringe there was an issue with 10 plungers that would not push more than halfway.